Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the analysis of the returned device is completed.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt underwent a pump exchange for suspected thrombosis. The pt entered the operating room with intra-aortic balloon pump in place. No further data is available at this time. The pump including the associated system controller was received for evaluation.